Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate plus profile 350cc, catalog number: 3502350, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 350cc breast implant and experienced deflation on the right side. During explantation, the device was found to be intact. The patient underwent removal and replacement with saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On 11/27/2019, additional information was received indicating the device was confirmed to be deflated upon explantation. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing revealed there were two (2) tears (a, b) located at the anterior view measurement approximately less than 0.1 cm (a) and within an area of shell abrasion 0.1 cm (b) . Microscopic examination of the edges of the tear a revealed parallel striations. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).